Event description:
It was reported an external fluid leak was observed originating in the auto-effluent drain of three (3) prismaflex st150 sets during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the actual sample was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the reported condition could not be visualized. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.